Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not confirmed. The cause of the reported issue was unable to be determined as the alleged over-infusion issue was not duplicated. No action was taken.

Event description:
It was reported that the device delivery volume is too high. There was no patient involvement.